Manufacturer narrative:
The pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted to the hospital on (B)(6) 2019 for pseudomonas infection. The patient has had chronic infections since her first driveline exit site infection for staph aureus on (B)(6) 2017 (reported in MFR. Report # 2916596-2020-02279). The patient was on cipro and keflex chronically then switched to intravenous ceftazidime for 6 weeks for pseudomonas. The patient is now on antibiotic minocycline chronically.